Event description:
Patient presented in-clinic after an episode of ventricular fibrillation where the device did not initially resolve the arrhythmia. Upon review, the device delivered two ineffective shocks, however, the third shock was able to successfully convert the arrhythmia. The patient's medication regime was updated to avoid any further cases of ineffective shock. The patient was in stable condition.